Event description:
It was reported that during the implant procedure, there was high threshold on the left ventricular (lv) lead and the lead could not be affixed well. The lv lead was removed and exchanged for another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).